Event description:
This patient is female who complains of a history of a palatine torus. During the case, per the surgeon, the shaft of the drill above the drill bur generated significant heating causing a right buccal mucosal burn that was second degree. Bacitracin ointment was applied to this area. The patient was discharged home. It has been confirmed that the patient is still healing.

Manufacturer narrative:
(B)(6). Updated event description: this patient is female who complains of a history of a palatine torus. During the case, per the surgeon, the shaft of the drill above the drill bur generated significant heating causing a right buccal mucosal burn that was second degree. Bacitracin ointment was applied to this area. The patient was discharged home. It has been confirmed that the patient is still healing. (B)(4).

Event description:
It was reported that a patient sustained an oral mucosal burn when the drill was being used.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant product: 3334635, guard 3334635 visao bur w/irrigation, lot and s/n not provided. Erl 510k: k983224. (B)(4). No evaluation summary available, device not returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.